Event description:
A 24 mm diameter x 14mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic anerusyn in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm. Vessel morphology is unknown. It was reported that the device was deployed approx 2 cm below the renal arteries; therefore, a 24 mm diameter x 3.75 cm length aortic cuff was implanted proximally to ensure an adequate seal. The procedure was reported to be successful. No clinical sequelae were reported, and the pt is reported to be fine.